Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and handpiece. It was reported that the handpiece was activating on its own without the button being pushed. There was no patient harm. The site was finished with the handpiece, so a new one did not need to be opened.